Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted. Unable to verify e70 alarm in the alarm history due to overwritten history file. However, the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests, also passed the motor test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error as he was changing the tubing and during a bolus attempt. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error and motor error. Customer's blood glucose was 400 mg/dl at the time of incident and was not hospitalized. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.